Event description:
It was reported that during a percutaneous transluminal renal angioplasty, a stent moved on balloon occurred. Vascular access site was obtained via brachial artery. The 75% stenosed lesion was located in the severely calcified and severely tortuous renal artery. The physician attempted to use a 6.0mmx14mmx150cm express vascular sd stent, however the stent moved proximally on the balloon. It did not detached nor separated. The stent was deployed successful in the renal artery. The procedure was completed with this device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).